Event description:
It was reported that the patient's battery charger caught on fire while it was plugged in (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.